Event description:
According to the reporter, during a tfn procedure, the surgeon was trying to insert the helical blade through the nail, but it would not advance completely. The surgeon backed out the helical blade, which showed several dings and marks. He then removed the nail, and found that the nails locking mechanism was in the correct up position. The surgeon then inserted a new nail, and a new blade, and no further problems were encountered. This is report 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Development event evaluation: the visual examination of the returned parts noted, the locking mechanism was in the locked down position when attempting to insert the helical blade, and the locking tab was severely bent as a result. An internal corrective action has been opened to address this issue.

Event description:
This is report 1 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Additional information received (B)(4)2013.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)